Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the customers device and was able to confirm that on the date of the event their device experienced multiple inappropriate warm boots (reboots) as well as multiple losses of power. As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that when they powered their device on, it would only remain powered on a few seconds before powering off by itself. The customer further advised that when the reported issue occurred they had a fully charged battery installed. There was no patient use associated with the reported event.